Event description:
It was reported that vessel dissection occurred. The target lesion was located in the proximal left anterior descending artery. A 2.50 x 32 mm synergy xd drug-eluting stent was advanced for dilation and deployed. A type b distal stent edge dissection and thrombolysis in myocardial infarction (timi) ii was observed, caused by lipid rich plaque. A 2.50 x 8 mm synergy xd stent was deployed to complete the procedure. There were no further patient complications. Patient was stable.

Manufacturer narrative:
E1 initial reporter address: (B)(6).